Event description:
According to the reporter: the patient suffered from persistent gastroesophageal reflux disease (gerd) accompanied by chronic nausea and vomiting. The patient underwent a roux-en-y gastric bypass surgery. A transverse incision was made into the roux limb just distal to the staple line, and the remaining portion of the stapler was inserted into the abdominal cavity through the 15-mm port site and into the roux limb for about 7 cm, at which point it was opened up, allowing the solid stem of the stapler to emerge on the antimesenteric border. The 2 portions of the stapler, that is the hollow end inside the proximal stomach and the solid stem inside the jejunum, were then mated to one with another. The stapler was then closed and fired home, thus creating a 25-mm circumferential staggered stapled anastomosis. The stapler was then withdrawn. While the patient was recovering from surgery, in the evening of the same day that she was discharged from the hospital, two days after the original procedure, the patient suffered severe epigastric pain requiring return to the hospital. The patient had an elevated peripheral pulse rate and was discharging pinkish fluid from the abdominal wound. Patient was administered various lab tests, CT scan, and chest x-ray. Discovered that there was a break in the gastrojejunal anastomosis at the point where the roux limb is intersected with the gastric pouch. The patient underwent an emergency reoperation three days after the original procedure and observed an anastomotic leak. The leak took up approximately 20% of the anastomosis. The staple line failed to hold. The staple line was repaired using suture. After the second operation, the patient suffered sepsis, was heavily sedated and nearly died. Induced into a coma after sedation stopped, was put on life support. Eventually woke up after life support was continued, contracted gangrene, and had both legs amputated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.